Manufacturer narrative:
(B)(4) devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. For (B)(4) pending devices, initially it was reported that there were (B)(4) instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of occurrences summarized have been updated to reflect this. (B)(4) pending devices were created in error and there was no problem with this devices. (B)(4) device that was pending was evaluated and it was determined the device experienced fluid leaks onto device, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from (B)(4).

Event description:
This report summarizes (B)(4) malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.

Manufacturer narrative:
One device/serial number was reported in error. The technician stated that there was no fluid leak on this device. The count has been changed to reflect this.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 13 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 24 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.